Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had component damage, unintended motion, the speed could not be changed and the housing was bent. The device also failed pretests for general condition, function with test hand switch, unintended motion, functional test fwd (forward) and rev (reverse) running, function with foot pedal and power with power test bench and speed with tachometer. The tests for power with power test bench and speed with tachometer were not able to be performed hence 130 and 140 were marked as 'fail' with value 'zero'. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant devices: cable device and hand switch device . UDI: (B)(4).

Event description:
It was reported from (B)(6) that the electric pen drive device did not function properly and would not turn off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.